Event description:
It was reported that four days post cardiac resynchronization therapy defibrillator (crt-d) implant procedure, the patient received an adjustment for the symptoms that were impacting their right side of the body. The patient was discharged, and the same symptoms were occurring on the left side of their body. It was further reported that the patient stated that their symptoms were as an ¿amplified heartbeat¿ and after 20-25 seconds, they were unable to lay down on their left side. Approximately sixteen days later, the patient was adjusted for their left side. Reprogramming was performed and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 5076-52 lead implanted (B)(6) 2014 6947m62 lead implanted (B)(6) 2014. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.